Manufacturer narrative:
Unique identifier (UDI) # (B)(4).the current reagent pack failed its last run of qc. The customer thought that he removed the pack, but he removed the standby pack (which passed qc) instead. He then proceeded to run samples thinking his qc was within range. The customer performed calibration and qc, with acceptable results. The field service representative performed a precision run. The investigation is ongoing.

Event description:
The initial reporter received questionable ca2 calcium gen.2 results for 5-8 patient samples on a cobas 6000 c501 module. Three examples were provided: sample 1: the initial result was 11.3 mg/dl and the repeated result was 9.1 mg/dl, sample 2: the initial result was 11.8 mg/dl and the repeated result was 9.8 mg/dl. Sample 3: the initial result was 10.9 mg/dl and the repeated result was 9.0 mg/dl. The repeated results were believed to be correct as they matched the patient¿s previous results. The repeated results were all performed on a separate c501 analyzer (serial number (B)(4). The initial results were reported outside of the laboratory. The reagent lot number is 51156201 with an expiration date of 31-jan-2022.

Manufacturer narrative:
The provided qc recovery shows both current and standby qc out of range on the day of the issue. Good laboratory practice precludes running and/or reporting patient results when quality control has failed.